Event description:
It was reported that the patient presented to the hospital for routine device change out. The chronic lead was connected to the new device and dft testing was performed. The device charged and aborted therapy and the patient was externally cardioverted. An alert for possible hv lead issue and low, out of range hv lead impedance was observed. Insulation abrasion was noted on the lead. Lead was capped and the new device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4). The reported field event of low hv lead impedance was confirmed in the laboratory via review of programmer printouts. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the field event could not be determined.